Event description:
The patient's wife reported the patient was in the process of changing the insulin cartridge of his insulin infusion device when he received a e10 (cartridge error) message. She stated the patient tried to get the piston rod to retract but he received the e10 message. During troubleshooting, the cartridge error message was unable to be cleared. No blood glucose or other physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.